Event description:
The customer reported that the defibrillators were turning on and off on their own. They think it was an issue with the batteries. They were returned and replaced.

Manufacturer narrative:
(B)(4). The customer reported that the defibrillators were turning on and off on their own. They think it was an issue with the batteries. They were returned and replaced. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.